Manufacturer narrative:
(B)(4).

Event description:
It was reported that steel tip was broken when inserting the anchor. No patient injury reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.

Manufacturer narrative:
The complaint stated: ¿steel tip was broken when inserting the anchor.¿ the device was used for an arthroscopic labrum repair of the shoulder. The handle body, button, trigger and suture cover were returned intact. The locking button was found pushed in half way. The sliding ring mechanism that controls anchor deployment is functional when the locking button is freed. The device shaft is slightly bowed at the distal end. The nose cone was removed to disassemble the shaft configuration and allow inspection of the inner shaft. It was confirmed that the inner fork tines have been forcibly snapped off. These two approximate ¼¿ portions were not returned. Suture was returned inside the device but frayed/torn at the anchor location. The anchor portion is missing. The distal end of the insertion tube metal is flared, rolled back and beginning to split. The damages are the result of excess pressure applied. IFU states: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. No root cause related to the manufacturing of this device was established.